Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level and sensor had to calibrate and now got a change sensor alert. The customer¿s blood glucose level was lowering 120 mg/dl and 51 mg/dl and was also stated that blood glucose level was dropped as low as 20 mg/dl. Customer declined to troubleshoot for low blood level. The product will not be returned for analysis.